Event description:
It was reported that (2) devices were used during a lung volume reduction. It was reported by the affiliate that both of the et45g staplers would notfire on initial firing. Another et45g instrument was used to complete the case. There was no consequence to the patient.